Manufacturer narrative:
(B)(4). Citation: female pelvic medicine & reconstructive surgery & volume 17, number 5, supplement 2, september/october 2011. (B)(4).

Event description:
It was reported via journal article: "title : risk factors for vaginal mesh exposure after robotic-assisted laparoscopic sacrocolpopexy: a retrospective cohort study" author: d. El-khawand, s. A. Wehbe, d. Arunachalam, e. Saks, h. Goldstein, k. Whitmore, b. Vakili citation: female pelvic medicine & reconstructive surgery & volume 17, number 5, supplement 2, september/october 2011 the purpose of this retrospective cohort study was to identify risk factors for vaginal mesh exposure after robotic-assisted laparoscopic sacrocolpopexy (rsc). Between jan2009 and dec2010, 93 female patients underwent rsc. In the procedure, ethibond or prolene sutures were used to fix the mesh. In the mean follow-up of 20 weeks (sd±15 weeks), exposure was noted in 16 patients comprising of mesh exposure (n=15) and suture exposure (n=1). Twelve of these exposures underwent surgical therapy after failed medical treatment. In these cases, 30% utilized ethibond sutures and 9.8% utilized prolene sutures. Although no definitive risk factors were identified on multivariate analysis, incidental anterior vaginotomy, early learning curve, cautery use, and suture material may be associated with higher vaginal mesh exposure rates after rsc.